Event description:
It was reported that, after a tkr procedure was performed (B)(6) 2009, the patient had an accident and doctor believes he landed on the flexed knee, which fractured the ps post on the insert. A revision surgery was performed to treat the adverse event; on examination, the post appeared to have a reasonable amount of anterior wear. The patient outcome is unknown.

Manufacturer narrative:
It was reported that, a revision surgery was performed for the poly insert in the patient's right side posterior stabilized legion tkr due to the ps post breakage. The patella was also revised due to the patella implant detaching from the cement while doing the soft tissue clean up around the patella. On examination, the post appears to have a reasonable amount of anterior wear. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. The cause of revision was stated as patient injury as the patient had an accident and doctor believes he landed on the flexed knee which fracture the post. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.